Manufacturer narrative:
Product ID 8709s, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was complaining of warmness or heating around the pump that had been ongoing for a month or two. The patient was otherwise getting positive therapeutic effect from the pump and medication. The patient also reported that the pump had ¿shifted¿ in her and was a bit more difficult to access. Patient outcome was not provided. The device system was used to deliver dilaudid and marcaine.